Event description:
A report was received that the patient was experiencing pain at the pocket site and the ipg would not hold a charge. The patient had a non-device related surgery wherein an electrocautery was used. Database analysis revealed no anomalies. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient was experiencing pain at the pocket site and the ipg would not hold a charge. The patient had a non-device related surgery wherein an electrocautery was used. Database analysis revealed no anomalies. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information cannot be obtained regarding the revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and was doing well post-operatively. The explanted ipg was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the pocket site and the ipg would not hold a charge. The patient had a non-device related surgery wherein an electrocautery was used. Database analysis revealed no anomalies. The patient will undergo an ipg replacement.